Manufacturer narrative:
Full investigation performed by medivators has been completed within the parameters available. Due to the sensitive situation concerning the facility and situation, information available is limited. Medivators has determined this incident to be a user error and there is no indication rapicide was out of specification when used within its specified label recommended use. This situation involved off label use of medivators product. Rapicide has an unopened bottle shelf life of 12 months and an open bottle shelf life of 28 days. Rapicide is also required to be used with rapicide test strips prior to disinfection cycle in the dsd-201 unit. The facility reported no records of chemistry change for up to 2 years and no use of test strips. Medivators completed two in-services for the facility and unit/chemistry operators. The in-services took place on (B)(4) (manufacturer became aware) and a follow-up on (B)(4) 2013. Medivators has provided all information and additional training as needed and requested by the facility. Medivators will provide additional training moving forward as needed. This situation will continuously be monitored and if there are any reports of patient infection or cross contamination, medivators will review and submit a follow-up report with the additional information. Details of patient recall implemented by the facility are unknown and not public information. Facility issue, device not available.

Event description:
(B)(6) medical center has decided to recall patients who received an endoscopic procedure during the months of (B)(6) 2011 to (B)(6) 2013. (B)(6) executive team, hospital attorney's and the (B)(6) department of health is investigating the possibility that patients seen in their or were exposed to an improperly disinfected scope due to expired high level disinfectant. It is suspected the high level disinfectant (rapicide) was not changed/replaced during the past year, possibly two years. According to facility representative, the endoscopy department has no records of any disinfectant changes in the past two years. The last record of disinfectant change was in (B)(6) 2011, and no other records have been found. It was also reported the facility was not utilizing rapicide test strips prior to beginning the disinfection cycle of the scope the exact number of patients involved in the recall is unknown and not public information available to medivators. It was reported to medivators it was very difficult to figure out the exact number of patients involved because the facility has been using three (3) different types of electronic medical records.